Event description:
It was reported that a cartridge alarm occurred during an unspecified time of use. There was no reported adverse impact to the customer. The customer declined troubleshooting with tandem technical support, or to provide additional details regarding the reported issue.